Event description:
A report was received that the patient had an allergic reaction to the absorbable suture and the wound at the pocket site was not healing properly. Oral antibiotics were prescribed. The physician believed that the symptoms were not device related and that it was a reaction from the absorbable suture. The patient¿s ipg was explanted. The patient was doing well after the procedure.

Event description:
A report was received that the patient had an allergic reaction to the absorbable suture and the wound at the pocket site was not healing properly. Oral antibiotics were prescribed. The physician believed that the symptoms were not device related and that it was a reaction from the absorbable suture. The patient¿s ipg was explanted. The patient was doing well after the procedure.

Manufacturer narrative:
Additional information was received that the allergy to the suture was identified by the physician. Patient's symptom also included redness. The explanted ipg was not returned to bsn as it was discarded by the medical facility.